Event description:
Pt reported doctor advice her that "pin...,[came] loose" in her elbow replacement. She alleges that surgeon was unable to perform surgery on (B)(6), 2010, because "wrong pin" was sent by company. Pt claims she is waiting for a new pin to be available in order to have revision and as a result experiences continued pain.

Manufacturer narrative:
This is the same pt as MFR #2249697-2010-01458 and 2249697-2010-001459. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If device or additional information becomes available, it will be submitted in supplement report.